Manufacturer narrative:
(B)(4). The reported patient effects of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a 70-90% stenosed mid right coronary artery. The patient presented with stable angina. Pre-dilatation was performed with a 2.5 x 15 mm and 3.0 x 15 mm non-abbott balloon catheter. The residual stenosis was reduced to less than 40%. A 3.0 x 18 mm absorb scaffold was implanted. Post-dilatation was performed with a 3.0 x 18 mm nc trek balloon catheter. The residual stenosis was less than 10%. The scaffold was confirmed to be apposed to the vessel wall. On (B)(6) 2016 the patient presented with unknown symptoms and thrombosis was confirmed which was treated with an unspecified 3.0 x 23 mm drug-eluting stent. The patient was compliant with dual anti-platelet therapy. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: partial occlusion of the rca at the assumed site of a previously implanted absorb, possibly due to late thrombosis which was successfully treated with a drug eluting stent implantation. The reported patient effects of thrombosis, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.